Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The paxscan computer was replaced and the issue was resolved. The replaced part has not been returned to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the x-ray was disabled on the imaging system. It was reported that the paxscan cp2 turned off even when acc input was available. This disabled x-ray and images could not be taken. There was no patient present when this issue was identified.